Manufacturer narrative:
An event of explant of the device due to aortic insufficiency and endocarditis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency and endocarditis. A competitor's 27mm freestyle valve was successfully implanted.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. On (B)(6) 2018, the valve was explanted due to aortic insufficiency and endocarditis. A competitor's 27 mm freestyle valve was successfully implanted.